Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with carb intake. The customer reported the insulin pump alarmed compromised force sensor system. Troubleshooting was not provided. The product will return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, pump alarmed compromised forced sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, compromised forced sensor system test, and excessive no delivery test due to compromised forced sensor system. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.